Event description:
It was reported that a user experienced hyperglycemia after eating an unannounced breakfast of cereal with milk while using the ilet system with a g7 sensor, with glucose rising to 315 mg/dl before decreasing as the system delivered corrections. Symptoms included no acute effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no third-party assistance, and no use of backup therapy. Investigation included review of system reports and user-reported history, as well as troubleshooting and education about appropriate meal announcements. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement, and device function appeared as expected with automated correction delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.